Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kxce, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the lead was unable to be inserted completely into the head of the battery which prevented the battery from being able to be implanted. The hcp attempted to slide lead into the battery head but was unable to slide it through all the way. After the hcp tried to slide the lead in and could not, he attempted to unscrew the screw in hope of removing any additional barriers to the lead. He then wiped down the lead; and flushed out the incision pocket, but after 5 minutes he still could not get the lead through. The product was replaced with another on site implant; the battery was defective and was replaced with another battery during the same surgery and the issue resolved. The device was returned. The event occurred intra- operative during normal procedure conditions and indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. This event occurred on the day of the report and the status of the patient at the time of the report was "alive- no injury". There were no patient symptoms reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the connector module connector parts were out of alignment. Difficulty was encountered when attempting to insert a known good lead into the connector port, depending on the orientation of the lead. Several of the connector edges as well as the weld pools on the connectors got stuck on the edge of the #0 connector of the ins depending on the orientation of the lead as it was being inserted. The bore of the strain relief insert appeared slightly angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because this is the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.